Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device had an inability to discharge. There was no patient involvement. The fse evaluated the device on site and confirmed the reported problem. The fse performed a restart of the device which resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.